Event description:
It was reported that the ilet pump's screen was cracked, rendering the device unusable, and no alerts or alarms were reported. Symptoms included no injury. Outcomes included no medical intervention, no hospitalization, and interruption of normal device use. Investigation included customer service review, verification of return logistics, and confirmation of shipping details for device return. Investigation of this case revealed damage to the display component consistent with a cracked or delaminated screen that impaired usability, with no indication of device-generated alarms. It was concluded, based on previously established findings for similar reports, that the cause was physical damage to the screen.